Event description:
It was reported that the patient was having problems with the ins recharging and it was getting worse. The controller died when recharging the ins, it was taking 5 hours to charge the ins at "good" or "excellent" quality, and the ins would never reach 100%. The controller was charged up to 100% and the ins would charge up to 40% and the controller depleted. It took three tries to charge up the ins because they had to recharge the controller. The ins would stay at 80% charge for 45-50 minutes and then move up to 90%. The controller had been frozen and stopped working. The patient was assisted with resetting the controller and after resetting the device, they inspected the controller pins and the battery pack gold tabs. The controller powered on, it was recharging normally when plugged into the outlet, and there was no damage on the controller. The patient started a charging session and the controller showed that the ins was in the red and the controller was 100% charged. There was no damage to the recharger and the recharger did not get hot, but sometimes the recharger became warm. When recharging the ins, the controller showed that it was at 80% and the ins was 30% charged.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.